Manufacturer narrative:
The is one event (cardiovascular) for the same pt involving two separate products; associated MDR # 1225714-2013-00632.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6), 2012 after the use of the product.